Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the black box revealed the rewind and load cartridge steps performed multiple times on the date of the reported issue. The rewind, load cartridge, and prime sequence were successfully completed with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The piston was able to fully rewind without issue.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 340 mg/dl with polydypsia associated with a motor issue. It was reported that the piston rod was not fully rewinding. During troubleshooting with customer technical support, the pump was unable to complete a full rewind. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the alleged motor issue.